Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that he had a patient death. Vc reports patient was emergently transferred hospital to hospital 2 weeks ago from titusville. Hospital staff believed he died of "septic shock but don't know for sure, following surgical jejunostomy tube and inguinal hernia repair."